Manufacturer narrative:
This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88, with 510k/PMA/bla number p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I anti-hbs result generated by the alinity I processing module for a male patient, which was not consistent with the elisa method. The following data was provided: reference range: <10 miu/ml. Alinity I anti-hbs result = 346.65 miu/ml. Elisa method = negative. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I anti-hbs result generated by the alinity I processing module for a male patient, which was not consistent with the elisa method. The following data was provided: reference range: <10 miu/ml. Alinity I anti-hbs result = 346.65 miu/ml. Elisa method = negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 63418fz01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 63418fz00, which contains the same bulk material as lot 63418fz01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs reagent lot 63418fz01 was identified.